Event description:
Account is alleging that the bed experienced an unintentional movement of the head up function. Account stated that they unplugged the pendent and this corrected the problem. He also stated that he installed the pendant in question on another bed and he was able to duplicate the problem.

Manufacturer narrative:
Account stated that a new pendant has been installed which resolved the problem of unintentional movement of the head up function. Account stated that the bed is now functioning properly. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.